Event description:
On (B)(4) 2013, a company representative reported the menu button on the infusion device works intermittently. She became aware of this issue when training the patient on (B)(4) 2013. The button has to be pressed towards the bottom with a nail for the infusion device to respond. The button is flat and does produce an audible beep when it is functioning. The infusion device was not dropped. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. All buttons were tested successfully.